Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. There was noise in the image. The bending section cover adhesive was missing. The operating part angle fixing part was loose. Scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the endoeye flex deflectable videoscope presented image noise. No patient injury reported. During the evaluation of the device, it was noted the image disappeared due to a short-circuit of the image sensor cable. This report is to capture the reportable malfunction of image disappeared due to a short-circuit of the image sensor cable noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however the event most likely occurred due to a failure of the image sensor unit or a defect in the board inside the video connector. Alternatively, it is also likely that the communication with the system became unstable due to foreign matter adhering to the electrical contact of the video connector or scratches. Olympus will continue to monitor field performance for this device.